Manufacturer narrative:
H3, h6: the device intended to be used in treatment has been returned and evaluated, establishing a relationship between the event reported. The visual inspection confirmed silicone remained on the carrier. The functional evaluation confirmed reduced adherence. Probable causes include storage temperature, and or product failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the carrier was removed, much of the silicone adhesive was removed with the carrier and did not remain on the film, so it could not be used. A backup was available. No patient harm. No delay was reported. The sample will be returned for investigation. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.